Event description:
The device was used during a venorenostomy procedure. Reportedly, the staples did not form properly and there was tissue loss. The surgeon manually performed the anastomosis to complete the procedure. The hospital has reported no patient injury occurred.